Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus delivery. The customer's blood glucose was reached 400 mg/dl when the alarm occurred. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was unable to exit with a plunger push. Customer was advised the alarm was caused by a reservoir/infusion set connection. The customer declined to return the product for analysis.